Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), kidney infection ('infection (other) describe: kidney'), haematochezia ('unexplained blood in feces') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. A34128) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included feeling sick, vertigo, vaginal bleeding, dysmenorrhea, uterine dilation and curettage, arthroscopy and tubal ligation. Previously administered products included for an unreported indication: sprintec. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced gastrooesophageal reflux disease ("gerd") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In february 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In october 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and arthralgia ("joint pain"). In november 2013, the patient experienced mood swings ("hormonal changes describe: mood swings, night sweats and hot flashes"), night sweats ("hormonal changes describe: mood swings, night sweats and hot flashes") and hot flush ("hormonal changes describe: mood swings, night sweats and hot flashes"). In december 2013, the patient experienced depression ("psychological or psychiatric problems condition: anxiety and depression"). In january 2014, the patient experienced fatigue ("fatigue"). In march 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), rash erythematous ("rashes or skin conditions type: red rashes on face, body and hands") and menstruation irregular ("abnormal bleeding: irregular menstrual cycles"). In january 2015, the patient experienced dental caries ("dental problems; cavities"). In march 2015, the patient experienced feeling abnormal ("neurological conditions or problems type:brain fog"). In september 2015, the patient experienced pelvic congestion ("reproductive system disorder or condition type of disorder or condition: pelvic congestion syndrome") and weight fluctuation ("weight gain /weight loss"). In december 2016, the patient experienced kidney infection (seriousness criterion medically significant) and anxiety ("psychological or psychiatric problems condition: anxiety and depression"). In january 2017, the patient experienced vision blurred ("vision eye problems type: blurry vision"). In february 2017, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In march 2017, the patient experienced muscle spasms ("neurological conditions or problems type: muscle spasms"), balance disorder ("neurological conditions or problems type:balance problems"), coordination abnormal ("neurological conditions or problems type: coordination problem"), hypoaesthesia ("neurological conditions or problems type: numbness in hands and feet"), neuralgia ("neurological conditions or problems type: nerve pain"), paraesthesia ("neurological conditions or problems type:pins and needles sensations\neurological conditions or problems type:shock sensations"), dizziness ("neurological conditions or problems type:dizziness"), tremor ("neurological conditions or problems type:tremors") and alopecia ("hair loss"). In may 2017, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"), pollakiuria ("bladder or urinary problems or changes: increased frequency"), urinary retention ("inability to void") and migraine ("migraines / headaches"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), haematochezia (seriousness criterion medically significant), abdominal distension ("bloating"), constipation ("constipation"), diarrhoea ("diarrhea"), raynaud's phenomenon ("autoimmune disorder: type of disorder: raynaud's phenomenon"), myalgia ("muscle pain"), pain ("bodyche"), headache ("headache"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), back pain ("back pain"), ill-defined disorder ("illness"), uterine malposition ("retroverted uterus"), pelvic pain ("chronic pelvic pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, mood swings, night sweats, hot flush, cystitis, vaginal infection, female sexual dysfunction, anxiety, depression, rash erythematous, urinary incontinence, urinary retention, migraine, pelvic congestion, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, weight fluctuation, gastrooesophageal reflux disease, haematochezia, abdominal distension, constipation, diarrhoea, feeling abnormal, irritable bowel syndrome, headache, neck pain, musculoskeletal pain, back pain, ill-defined disorder, uterine malposition and pelvic pain outcome was unknown, the vaginal haemorrhage, menorrhagia, dental caries, alopecia, menstruation irregular, raynaud's phenomenon and genital haemorrhage had resolved and the muscle spasms, balance disorder, coordination abnormal, hypoaesthesia, neuralgia, paraesthesia, dizziness, tremor, fatigue, arthralgia, myalgia and pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, balance disorder, constipation, coordination abnormal, cystitis, dental caries, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, haematochezia, headache, hot flush, hypoaesthesia, ill-defined disorder, irritable bowel syndrome, kidney infection, menorrhagia, menstruation irregular, migraine, mood swings, muscle spasms, musculoskeletal pain, myalgia, nausea, neck pain, neuralgia, night sweats, pain, paraesthesia, pelvic congestion, pelvic pain, pollakiuria, rash erythematous, raynaud's phenomenon, tremor, urinary incontinence, urinary retention, uterine malposition, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight fluctuation to be related to essure. The reporter commented: the essure was placed in (B)(6) 2012 discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2013. Patient received treatment for: dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia, gen abnormal bleed, red rashes on face, body, and hands, raynauds, vaginal discharge, incontinence, increased frequency, inabity to void, fatigue, hair loss, cavities, migraine, headaches, nausea, weight gain/weight loss, gerd, unexplained blood in feces, bloating, constipation and diarrhea diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New event pelvic pain and gen. Abnormal. Bleed were added. Outcome of the event menorrhagia and irregular menstrual cycles was updated to recovered from unknown. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), kidney infection ('infection (other) describe: kidney') and haematochezia ('unexplained blood in feces') in an adult female patient who had essure (batch no. A34128) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included feeling sick, vertigo, vaginal bleeding, dysmenorrhea, uterine dilation and curettage, arthroscopy and tubal ligation. Previously administered products included for an unreported indication: sprintec. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gerd") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings, night sweats and hot flashes"), night sweats ("hormonal changes describe: mood swings, night sweats and hot flashes") and hot flush ("hormonal changes describe: mood swings, night sweats and hot flashes"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: anxiety and depression"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash erythematous ("rashes or skin conditions type: red rashes on face, body and hands") and menstruation irregular ("abnormal bleeding: irregular menstrual cycles"). In (B)(6) 2015, the patient experienced dental caries ("dental problems; cavities"). In (B)(6) 2015, the patient experienced feeling abnormal ("neurological conditions or problems type:brain fog"). In (B)(6) 2015, the patient experienced pelvic congestion ("reproductive system disorder or condition type of disorder or condition: pelvic congestion syndrome") and weight fluctuation ("weight gain /weight loss"). In (B)(6) 2016, the patient experienced kidney infection (seriousness criterion medically significant) and anxiety ("psychological or psychiatric problems condition: anxiety and depression"). In (B)(6) 2017, the patient experienced vision blurred ("vision eye problems type: blurry vision"). In (B)(6) 2017, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2017, the patient experienced muscle spasms ("neurological conditions or problems type: muscle spasms"), balance disorder ("neurological conditions or problems type:balance problems"), coordination abnormal ("neurological conditions or problems type: coordination problem"), hypoaesthesia ("neurological conditions or problems type: numbness in hands and feet"), neuralgia ("neurological conditions or problems type: nerve pain"), paraesthesia ("neurological conditions or problems type:pins and needles sensations\neurological conditions or problems type:shock sensations"), dizziness ("neurological conditions or problems type:dizziness"), tremor ("neurological conditions or problems type:tremors") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced incontinence ("bladder or urinary problems or changes: incontinence"), pollakiuria ("bladder or urinary problems or changes: increased frequency"), urinary retention ("inability to void") and migraine ("migraines / headaches"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), haematochezia (seriousness criterion medically significant), abdominal distension ("bloating"), constipation ("constipation"), diarrhoea ("diarrhea"), raynaud's phenomenon ("autoimmune disorder: type of disorder: raynaud's phenomenon"), myalgia ("muscle pain"), pain ("bodyche"), headache ("headache"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), back pain ("back pain"), ill-defined disorder ("illness") and uterine malposition ("retroverted uterus"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, mood swings, night sweats, hot flush, menorrhagia, cystitis, vaginal infection, female sexual dysfunction, anxiety, depression, rash erythematous, incontinence, urinary retention, migraine, pelvic congestion, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, weight fluctuation, gastrooesophageal reflux disease, haematochezia, abdominal distension, constipation, diarrhoea, menstruation irregular, feeling abnormal, irritable bowel syndrome, headache, neck pain, musculoskeletal pain, back pain, ill-defined disorder and uterine malposition outcome was unknown, the vaginal haemorrhage, dental caries, alopecia and raynaud's phenomenon had resolved and the muscle spasms, balance disorder, coordination abnormal, hypoaesthesia, neuralgia, paraesthesia, dizziness, tremor, fatigue, arthralgia, myalgia and pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, balance disorder, constipation, coordination abnormal, cystitis, dental caries, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, haematochezia, headache, hot flush, hypoaesthesia, ill-defined disorder, incontinence, irritable bowel syndrome, kidney infection, menorrhagia, menstruation irregular, migraine, mood swings, muscle spasms, musculoskeletal pain, myalgia, nausea, neck pain, neuralgia, night sweats, pain, paraesthesia, pelvic congestion, pollakiuria, rash erythematous, raynaud's phenomenon, tremor, urinary retention, uterine malposition, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight fluctuation to be related to essure. The reporter commented: the essure was placed in (B)(6) 2012 discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs received. Case becomes incident. Medical device removal updated with new events: mood swings, night sweats and hot flashes, abnormal bleeding (vaginal, menorrhagia), infection: bladder, infection: vaginal, apareunia (inability to have sexual intercourse), infection kidney, anxiety and depression, red rashes on face, body, and hands, raynaud's, incontinence, frequency improved, inability to void, migraines / headaches, pelvic congestion syndrome, nausea, dental problems, muscle spasms, balance problems, coordination problems, numbness in hands and feet, nerve pain, pins and needles sensations, dizziness, tremors, shock sensations, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, abdominal pain, joint pain, muscle pain, neck pain, shoulder pain, headache, vaginal discharge, blurry vision, fatigue, weight gain, weight loss, gerd, unexplained blood in feces, bloating, constipation and diarrhea, hair loss, irregular menstrual cycles, brain fog, ibs, illness and retroverted uterus were added. Date of insertion updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. A34128) inserted for female sterilisation. The patient's medical history included feeling sick, vertigo, vaginal bleeding, dysmenorrhea, uterine dilation and curettage, arthroscopy and tubal ligation. Previously administered products included for an unreported indication: sprintec. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: the essure was placed in (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: essure devices in satisfactory position with bilateral tuba] occlusion. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-oct-2019: medical record received. New reporter added. Case category changed to incident. Event medical device removal replaced with injury. Lot number added, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.